Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. Initially reported an ECG signal interference. During the procedure, the signal interference (noise) was observed on the intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels. A second device was used to complete the procedure. There was no adverse event reported on the patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 03-jun-2024, observed reddish material and a hole on the pebax surface. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax surface on 03-jun-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-may-2024. The device evaluation was completed on 03-jun-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical test on carto 3 system of the returned device were following bwi procedures. Visual analysis revealed that there was reddish material and a hole on the pebax surface. The device was connected to the carto 3 system and it was recognized and visualized correctly. No signal noise or errors were observed on the carto 3 screen. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the electrical issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The carto® 3 system instructions for use contain the following recommendation to minimize ECG noise: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacture¿s reference number: (B)(4).